Event description:
(B)(4). Hysterectomy (B)(6) 2016.

Event description:
(B)(4). Breast tenderness andamp; swollen for weeks at a time, dental problems that I've never had before, body aches,stiffness andamp; cramps due to inflammation, fatigue all the time, dizzy spells, severe menstrual cramps, ovulation pains, pain during sexual intercourse. Laparoscopy done (B)(6) 2015 report shows uterus enlarged, adhesions andamp; endometriosis.. Referred for a full hysterectomy.

Event description:
(B)(4). On (B)(6) 2016 I had a hysterectomy uterus with cervix-bilateral fallopian tubes. Final diagnosis: uterus hysterectomy: squamous metaplasia, tubular metaplasia, and chronic inflammation involving the uterine cervix, proliferative endometrial, adenomyosis, serosol adhesions. Right and left fallopian tubes: adhesion formation, bilateral essure coil, gross diagnosis.